Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial:(B)(6), batch:a000183820 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced numbness/weakness of lower extremities. Patient underwent CT and MRI imaging. Surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, the issue has been resolved. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Corrected data: h6 investigation conclusions.